Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: the front part of the shaft broke open and prevented the instrument from straightening. A new instrument had to be used. No part fell into cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.